Event description:
It was reported that one day post implant during a quickopt test, serveral noise signals were observed in the egms. Device remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.